Event description:
Short navigation cannula was left behind under the skin in a spine surgery. Different design of cannula may prevent similar events. Additional info: diagnosis or reason for use: used for navigation equipment in spine surgery.